Event description:
Patient initially reported no complaint against the device and later healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6 b1 b3 b5 b6 b7 d9 h3 h6. Laboratory analysis summary: the device related to the reported event of rupture was received on march 27, 2025, with lot number 2936036. Based on the product analysis performed, the assessments of the complaints are: rupture: observed opening assessed as surgical damage. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device has been replaced. Capsulotomy performed.